Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Model #: (01) 00887868024979 (17) 280722 (10) 539310. The reported event is confirmed. Visual inspection of the returned products noted the products were disassembled. The drill bit has a lot of damage to the a/o connect side. Also noted there is damage and a step in the guide. The photos marked shaft damage show damage to the bit probably as a result of the damage inside the guide and step. A dimensional was performed and noted the drill is conforming to specifications. The guide failed the functional check due to the step/ damage. Upon further review with the supplier, it was noted that the cannulation on these parts was completed using a two-way drill which could potentially lead to the step in the guide. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: alps mis drill guide lk 2.7mm catalog#:110008317, lot#:047790. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09597. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure while the surgeon was attempting to implant the product the calibrated drill got stuck within the drill guide. There was no reported harm to the patient and the surgeon used another drill to complete the procedure successfully.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.